Manufacturer narrative:
Date of event is estimated. (B)(4). Approximate age of device ¿ 6 months. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient suffered a cerebellar hemorrhage on an unspecified date in (B)(6) 2016. The patient was subsequently discharged and then admitted at the end of october for resumption of anticoagulation.

Manufacturer narrative:
A correlation between the device and the reported cerebellar hemorrhage could not be conclusively determined. Stroke and bleeding are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. The patient remains on vad support. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.